Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the power cord reel and reassembled. Fse performed the preventive maintenance, functional checks and calibrations. During pm the unit failed pim leak test the fse replaced the pneumatic module and completed all functional tests and calibrations. Unit returned to customer and ready for clinical use.

Event description:
N/a

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cadiosave intra aortic balloon pump(iabp), power cord was physically damaged and needed replacement. There was no patient involved.